Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: a review of the black box showed evidence of a time/date reset after reboot on (B)(6) 2016 at 10:20; deliveries resumed at 10:32. A manual time/date change was made from (B)(6) 2016 04:05 to (B)(6) 2019 17:24. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the display screen was discolored.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated by emergency medical services (ems) for low blood glucose (bg) of 24mg/dl with sweating, unsteadiness, inability to walk, and unresponsiveness. The patient was reportedly treated with glucose tablets/gel and glucagon injection and remained on the pump. The reporter noted that the patient's healthcare provider had made basal rate and bolus settings adjustments before/after the bg excursion. The reporter alleged that the time and date reset to default settings when the battery was out of the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged time/date reset issue. Use error was determined to be a contributing factor, as the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.